Event description:
It was reported that there is a cuff air leakage. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - catalog #; correction. H3 and h6. Codes: updated. One used device was received, and no damage or anomalies were observed. It was observed that the cuff inflated, however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. The complaint of air leakage was confirmed. The probable cause is due to insufficient solvent coverage application during assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.